Manufacturer narrative:
The investigation for the reported console purge issue has been completed. The console was returned for evaluation. Upon visual inspection, there were signs of glucose ingress on the purge motor shaft, which could cause the purge motor shaft to be unable to rotate which would prevent the cassette from successfully deairing. However, the failure mode was unable to be reproduced with multiple purge cassettes, as they were able to run without issue. Review of the data showed that the cassette did not finish deairing, so it was removed and reinserted. This did not allow the purge to complete deairing, and additional attempts did not change the results. Additionally, there was a single piston blocked alarm. When the console was swapped for a known good console, the procedure was able to be completed with purge cassette. Therefore, the cause of the purge issue was most likely a glucose ingress.

Event description:
The user facility reported a 70-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Automated impella controller (aic) stuck in priming purge cassette screen and the team was unable to resolve. Swapped to back up console and all resolved. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.